Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by ccs coordinator that the pt expired of multisystem organ failure (msof). No autopsy performed. The MFR received info approximately 20 days later indicating that the pt had a pump pocket infection which could have contributed to the event. There is no belief the pump caused the pt's death; the pump was functioning as intended.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. A correlation between the device and the reported multisystem organ failure could not be determined. It was reported that the event was not device related and the device was working as intended at the time of the event. The pump was returned assembled. The percutaneous lead (lead) was cut approximately 3 inches from the pump housing with the rest of the lead not returned. The inflow conduit flex section and inlet elbow were returned, however, the inlet tube was not. The inflow conduit flex section was cut and the proximal section was not returned. The inlet elbow was detached from the pump. Approximately 1 inch of the sealed outflow graft and bend relief were returned. The outflow elbow was returned attached to the pump. A deposition was found during the evaluation of the returned pump in the outlet stator. The deposition surrounding the bearing ball within the proximal side of the outlet stator lacked laminated layering indicating that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball suggest that it was likely present while the device was supporting the patient. However, a cause for the formation of this thrombus could not conclusively be determined through this evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.